Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the patient experienced a tear and separation in the outer silicone jacket of the percutaneous lead. A repair was scheduled but was later cancelled due to fluid in the driveline. Suspected a possible compromise to the internal driveline.